Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that during implant it was not possible to advance the lead into a cps subselector. The lead was replaced using the same cps subselector. There were no adverse consequences for the patient.